Manufacturer narrative:
Manufacturing date: april 13, 2017 ¿ april 14, 2017. The device was returned containing approximately 72ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, continuous flow was observed. A flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue. Stopped delivery was observed by a nurse during infusion at the patient¿s home. There was no patient injury or medical intervention associated with this event. No additional information is available.